Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via phone call that the customer passed away at the scene of a car accident. The cause of death was a car accident with low blood glucose as a contributing factor. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customers blood glucose was 23 mg/dl at the time of the accident per the paramedics. The customer was most likely wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis as the medical examiner had it.